Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was vomiting, dizzy, and sweaty. She eventually lost consciousness. The patient¿s cleaning lady arrived and found the patient unresponsive. The cleaning lady called the patient¿s best friend, who came over to help. The patient¿s cgm reading was 300 mg/dl, therefore, the patient¿s best friend treated her with 4 units of insulin. However, after this the patient¿s cgm device dropped drastically to 40 mg/dl. At this point, the patient¿s best friend treated the patient with a glucagon injection. However, despite this treatment, the patient¿s cgm value was not rising. Therefore, the patient¿s bg meter reading was tested, which was 500 mg/dl. At an unspecified time later, the patient woke up and the patient had some peanut butter and juice. The cgm was still reading 40 mg/dl while the bg meter reading was 600 mg/dl. The patient replaced the sensor. The patient did not seek any assistance from a higher level of care. The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient was found unresponsive, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. After treatment sometime, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was vomiting, dizzy, and sweaty. She eventually lost consciousness. The patient¿s cleaning lady arrived and found the patient unresponsive. The cleaning lady called the patient¿s best friend, who came over to help. The patient¿s cgm reading was 300 mg/dl, therefore, the patient¿s best friend treated her with 4 units of insulin. However, after this the patient¿s cgm device dropped drastically to 40 mg/dl. At this point, the patient¿s best friend treated the patient with a glucagon injection. However, despite this treatment, the patient¿s cgm value was not rising. Therefore, the patient¿s bg meter reading was tested, which was 500 mg/dl. At an unspecified time later, the patient woke up and the patient had some peanut butter and juice. The cgm was still reading 40 mg/dl while the bg meter reading was 600 mg/dl. The patient replaced the sensor. The patient did not seek any assistance from a higher level of care. The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.